Event description:
It was reported that the patient with this right ventricular (rv) lead presented in the emergency room due to chest pain. In addition, patient had a cardiac tamponade which required a pericardiocentesis. Post operation checked was performed and proper function was noted. This rv lead was surgically revised and remains in service. No additional adverse patient effects were reported.

Event description:
It was reported that the patient with this right ventricular (rv) lead presented in the emergency room due to chest pain. In addition, patient had a cardiac tamponade which required a pericardiocentesis. It was noted the rv lead had perforated the ventricle. Post operation device check was performed and proper function was noted. This rv lead was surgically revised and remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
This report was amended to update international medical device regulators forum (imdrf) codes. Incomplete coding of this event was identified during a retrospective review of complaints associated with CAPA-8580, which focused on identifying and remediating incomplete coding of events. Added patient code e233001 and impact code f1901. A review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. Review of labeling determined that the complaint situation was listed in the manual. There was no indication in the complaint that the product was not used in accordance to labeling. The manual was unlikely to be the cause of the reported complaint; translation, wording, or graphics does not require further review. The lead remains implanted and in service; therefore, a technical analysis could not be performed. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of known inherent risk of device.